Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the issue. Physio determined that the cause for the reported issue was due to the batteries. The batteries were replaced and after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during a patient event, their device did not power on with the battery installed. The customer was able to plug the device into ac power and wait for the other hospital to transport the patient. There were no reports of adverse effects to the patient as a result of the reported issue. No further information was available about the patient.